Manufacturer narrative:
Device not returned. No additional information was provided by the initial reporter. A two year review of the complaints database revealed no additional reports for mc33129/similar problem.

Event description:
Rotating luers very easily popped off any ambulatory patients. Caused chemo spill, blood spills, tpn spills and other medication and drug spills. Unprotected chemo exposure was reported. The actual devices were not returned. The exact cause of the events and disconnects remain unknown. Although there was an unscheduled device change out there was no critical delay in therapy; no change in patient's baseline clinical condition and no emergent medical treatments or interventions were required.

Manufacturer narrative:
Device not returned. No additional information was provided by the initial reporter. A two year review of complaints database revealed no additional reports for mc33098/similar problem

Event description:
Rotating luers very easily popped off any ambulatory patients. Caused chemo spill, blood spills, tpn spills and other medication and drug spills. Unprotected chemo exposure was reported.